Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 glucose value was displaying in the dexcom app but not on the ilet due to a pairing failure to the ilet; once the ilet was turned on, glucose displayed, and the user later announced a recently consumed smoothie, reporting a blood glucose of 213 mg/dl with less than 30 minutes above range and no back-up therapy or ketone testing. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, and no functional impairment. Investigation included review of device-patient interface and pairing behavior for the cgm-to-ilet communication path. Investigation of this case revealed a transient cgm pairing or communication failure limited to the ilet while the dexcom app continued to receive data, with no persistent ilet alarms and no device malfunction observed once the device was powered on. It was concluded, based on previously established findings for similar reports, that the cause was user-related workflow and transient connectivity, with hyperglycemia attributable to an initially unannounced meal rather than device failure.